Event description:
It was reported that during central processing, the curved bipolar dissector instrument had dents and scratches on the conductor wire insulation. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument conductor wire insulation damage was noticed during cleaning and sterilization. When the instrument was last used during a procedure, the instrument was inspected prior to use with no issue. There was no patient¿s injury. The procedure was completed robotically.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the curved bipolar dissector instrument involved with this complaint and completed the device evaluation. Failure analysis replicated and confirmed the reported complaint. Failure analysis found the primary failure of damaged conductor wire insulation to be related to the customer reported complaint. For clarification, the instrument was found to have damage to the conductor wire¿s insulation. The insulation did not exhibit thermal damage. The insulation material was lifted; however, no pieces were missing. The conductor wire was slightly exposed; however, no wires were physically damaged. The instrument passed the electrical continuity test. The root cause of the damaged conductor insulation was attributed to the mishandling or misuse, commonly caused by collision with another instrument or sharp object. Additional observation, which was not reported by site, was that the instrument was found to have various scratch marks removed on the main tube. The scratch marks were 0.058¿ ¿ 0.237¿ in length and were not aligned with the tube axis. The root cause of this failure was typically attributed to mishandling or misuse. A review of the device logs for the curved bipolar dissector instrument part# 471344-17 / lot/serial# (B)(4) associated with this event has been performed. Per this review of the logs, the instrument was last used on (B)(6)2022. A review of the provided image was performed by an isi failure analysis engineer (fae). The following additional information was provided: "there appears to be some insulation damage to the conductor wire. It does not look like there is any exposed wire and I did not observe any thermal damage." This complaint is being reported based on the following conclusion: the instrument had conductor wire damage. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.